Manufacturer narrative:
(B)(4). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 23, 2015 ¿ february 26, 2015. The device was received for evaluation. Visual inspection revealed particulate matter inside of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate contained white, floating particulate matter. This was identified after the device was filled with an unspecified amount of ceftriaxone. There was no patient involvement. No additional information is available.